Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty harness connecting the main board and the front panel, a faulty front panel, a faulty main board, a faulty temperature sensor, or a faulty turret. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front control panel light is flashing on the evis exera ii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer reported that the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.